Event description:
No additional information is available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a1, a3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record determined the motor speed was unstable, the two width plate screws were missing, and the control bar was not in the correct position. The motor and screws were replaced and the control bar was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 country: czech republic.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Device discarded.

Event description:
It was reported during unknown timing, that the dermatome repeatedly takes skin grafts of unequal thickness. No adverse event is associated with this malfunction. No patient involvement was noted as a result no harm or delay occured. Due diligence is in process and there is no additional information available.